Manufacturer narrative:
Device evaluation: one level one (1) hotline low flow system was returned for investigation in used condition. The customer reported complaint was confirmed during testing. The lcd was missing some pixels. This product problem was attributed to a faulty pcb. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level one (1) hotline low flow system (hl-390) had a bad lcd segment. No patient injury or complications were reported in relation to this event.